Event description:
It was further reported that electromagnetic interference was confirmed, and observed during pulmonary vein isolation (pvi), posterior wall isolation (pwi), and anterior mitral line ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that noise was observed on the cardiac resynchronization therapy pacemaker's (crt-p) atrial and ventricular channels during atrial tachycardia/atrial fibrillation (at/af) episodes. The episodes occurred on the same date over a short period of time and were suspicious of electromagnetic interference. Short ventricular intervals also began to increment on the same date. No further episodes had been recorded in the approximate one month since. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted (B)(6) 2024; 5076-45 lead implanted (B)(6) 2024; 4456 lead implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.